Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.